Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician felt resistance during delivery, the stent was partly out of the front of the stent catheter. The physician was afraid that the stent would pre-released, so he withdrew it at once and he found the stent have already released after it was took out of the body. But the end site of the stent didn't release. No patient injury is reported. Evaluation summary: the protege rx carotid stent system was received for evaluation without any ancillary devices or cine images from the procedure. The protege rx sds was received loose and nested in a series of plastic pouches along with the stent in a plastic folder sleeve. All components were accounted for. The protege rx sds was returned with the outer sheath pulled proximal from the distal tip exposing the distal assembly. The protege rx sds tuohy-borst cap could be tightened. The stent was examined: no abnormality or deformity.